Event description:
The facility representative reported a flo-gard infusion pump with failure code f-66. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported failure 66 was not confirmed and reproduced by technical services. Therefore, the cause could not be determined and no repairs were required related to the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.